Manufacturer narrative:
(B)(4). The date on which this event occurred is unknown. Baxter received and evaluated the device. Visual inspection found the negative pins on the rear case to be depressed. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced depressed battery contacts. There was no known patient injury or medical intervention associated with this event. No additional information is available.